Manufacturer narrative:
No product has been returned for investigation. Radiographs provided confirm broken rod. Potential adverse events and complications. "As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: bending, fracture or loosening of implant component(s)..."

Event description:
Patient reported that in (B)(6) 2012, during a one year follow up, films indicated one of two rods in the construct had fractured. A revision surgery occurred on (B)(6) 2015.